Manufacturer narrative:
(B)(4). It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and physiomesh x2 were implanted. It was reported that the patient underwent mesh removal on (B)(6) 2015. It was reported that the patient experienced pain, bowel obstruction, adhesions, abscess, fistula and went multiple surgeries. No additional information provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.